Event description:
It was reported that shortly following the implant procedure, the patient experienced an unspecified electrocution that was not device related. Upon device re-interrogation, high out of range pacing impedance (>2000 ohms), high thresholds, and loss of capture were noted from this right ventricular (rv) lead. Diagnostic imaging was performed which confirmed rv lead dislodgement from the implant location. The physician attempted to reposition the rv lead, but the helix would not extend or retract normally. The physician elected to surgically explant and implant a new rv lead to resolve the event. During the procedure, the physician observed a rv lead fracture near the suture sleeve. The rv lead is expected for analysis, but has not yet been received. The patient was stable.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The helix extension/retraction difficulty allegation was confirmed as there was tissue entwined in the helix. Additionally, the insulation was noted to be twisted near the suture sleeve. The observed damage is not deemed to indicate product defect or malfunction - but most likely induced during use of the product. Testing was completed to assess lead electrical performance and conductor integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any additional lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that shortly following the implant procedure, the patient experienced a pulsing sensation in the area the device was implanted. Upon device re-interrogation, high out of range pacing impedance (>2000 ohms), high thresholds, and loss of capture were noted from this right ventricular (rv) lead. Diagnostic imaging was performed which confirmed rv lead dislodgement from the implant location. The physician attempted to reposition the rv lead, but the helix would not extend or retract normally. The physician elected to surgically explant and implant a new rv lead to resolve the event. During the procedure, the physician observed a rv lead fracture near the suture sleeve. The rv lead was received for analysis. No additional adverse patient effects were reported.